Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 45 mg/dl at the time of admission. The customer used food, glucose tablets, and was given intravenous fluids to treat. The customer experienced symptoms such as being shaky, weak, and confused. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no other issues were found. The customer reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.